Event description:
The user facility reported that they had a deep vein thrombosis (dvt) procedure. They attempted to cross the cap of the lesion however, the wire got stuck in the webbing and broke off in the patient. The wire is in a stable position and will not need to be removed. There was no blood loss additional information was received on 26mar2025: the broken piece of the wire is approximately 1-3cm long. The patient was stable, and the procedure was successful. They do not want to try removing that part of the wire since it's in a safe, fibrotic location.